Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, oversensing noise and high/undefined pacing impedance. This resulted in the patient receiving inappropriate therapy. A lead revision was completed and the low voltage, pace/sense portion of the rv lead was capped and replaced, while the high voltage, defibrillation portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.